Event description:
The user facility reported a 65-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. At the time of explant, there was an observation made of thrombus. The thrombus was in the right common femoral artery and was treated by ekosonic endovascular system (ekos) with tissue plasminogen activator (tpa).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported thrombus has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined. The instructions for use provides information prevention of thrombus. It states "maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ added h6 impact code 4644.